Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on 2020-06-05 via medwatch # mw5094726. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for damaged. Occurrence: unable to perform complaint lot history check due to an unknown lot number for damaged. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, damaged), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ safety pen needle detached from the pen during use and fell into the patient's bed. Medwatch report# mw5094726 was filed in response to this event. The following information was provided by the initial reporter: "nurse administered dose of novolog insulin using insulin pen. When removing needle from pen, it fell apart in the pt's bed. The spring popped out and the needle guard. No injury was incurred by anyone involved."